Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, it was reported that the customer had elevated blood glucose levels (400 mg/dl). Customer was unsure of the cause for elevated bg's. Customer delivered a correction bolus via the pump to bring bg levels back to target range. Recommendation was made to discuss diabetes management with customer's health care professional.

Manufacturer narrative:
The investigation has been completed and the reported wake button issue was confirmed. Functional testing was performed and no failure was identified related to the reported high bg issue. In addition, a different issue was also found.